Manufacturer narrative:
The part has been received but not yet reviewed. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The exact cause of the failure cannot be determined at this time.

Event description:
It was reported that a revision was needed to replace an autobahn evo locking screw that backed out post operatively.

Event description:
It was reported that a revision was needed to replace an autobahn evo locking screw that backed out post operatively.

Manufacturer narrative:
The device was available for evaluation. The overall observed risk level is medium. This evaluation determined that the reported failure was within expected risk; therefore, no further action will be taken at this time. No determinations could be made as to the cause of the reported issue.